Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 15-17 seconds, the balloon ruptured. The device was completely removed from the patients body and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 15-17 seconds, the balloon ruptured. The device was completely removed from the patients body and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick mr balloon catheter. The balloon was loosely folded. Analysis of the tip, balloon, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed a balloon rupture that was 21mm in length (balloon plus balloon cone areas), and there were numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defects. The reported rupture was confirmed.